Event description:
History of permanent pacemaker implantation secondary to av node and his purkinje conduction disease. Device now with increasing threshold and loss of capture. Pt underwent extraction of chronic av leads, implantation of new permanent pacemaker and av leads.